Manufacturer narrative:
An event of the valve migration and aortic regurgitation was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. One blurred image from the field appered to be taken during imaging showed a deployed portico valve. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 27mm portico valve was selected for implantation. Pre-procedure imaging assessment confirmed that the patient had a bicuspid aortic valve with severe calcification. A pre-balloon valvuloplasty was done with a 22mm non-abbott balloon. The 27mm portico valve was loaded into a large flexnav delivery system. Due to the severe uneven calcification, it was difficult to position the valve at an optimal depth. The valve was finally deployed at 4mm below the non-coronary cusp, and 8mm below the left-coronary cusp. After deployment, the valve then tilted, and migrated to 4mm below non-coronary cusp, and 12mm below left coronary cusp. A aortogram showed that there was severe aortic regurgitation, with the catheter based hemodynamic measurements suggested a low ar index and residual transaortic gradient around 60mmhg. A balloon valvuloplasty was conducted with the same 22mm non-abbott balloon. The aortic regurgitation persisted. It was decided to implant another 27mm portico valve, in a valve in valve procedure. The second 27mm portico valve was deployed using a large flexnav delivery system. The valve was deployed at 2mm below the non-coronary cusp and 4mm below the left coronary cusp. The valve did not expand fully, and balloon valvuloplasty was performed with another 22mm non-abbott balloon. The final hemodynamic measurements suggested minimal ar with stable blood pressure and an acceptable transaortic gradient. The annular perimeter was noted as 80.4mm. The patient was reported to be stable. No additional information was reported.